Event description:
The gastric endo gia universal stapler 60 -3.5 misfired during gastric bypass procedure. The handle made a snapping noise and only one half of the staple load deployed. Another stapler was used without further occurrence. Device will be returned to manufacturer for evaluation.